Manufacturer narrative:
Methods: visual inspection, stereo microscopic inspection. Results: tensile cracks were observed under the stereo microscope. There were no indications of material or manufacturing defects observed. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. Assessment conclusion: the results of the investigation conclude that the root cause for breakages was due to mechanical overload on the device. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted. This is one of three related mdrs. Please refer to MDR 9610905-2016-00034 and 9610905-2016-00035.

Manufacturer narrative:
This is one of three related mdrs. Please refer to MDR 9610905-2016-00034 and 9610905-2016-00035.

Event description:
After the completion of the distraction phase the surgeon attempted to remove the activation arm. During the attempted removal, the posterior left foot plate became loose form the distraction body. The left distractor was removed on (B)(6) 2016.